Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73k1800059 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are closed when they are fired.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to properly load into the jaws of the device. The next four clips were also unable to properly load. The sample was disassembled to inspect the internal components. Upon disassembly, no further damages were observed. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. The broken ratchet prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips are closed when fired" was confirmed based upon the sample received. One device was returned. Upon functional inspection, the clips were unable to properly load into the jaws of the device. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. The device was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue.

Event description:
It was reported that the clips are closed when they are fired.